Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, bleeding may occur as a result of the delivery of electrical energy during internal defibrillation or at the catheter introducer site.

Event description:
During an implant procedure, when attempting to image the left atrial appendage, a perforation was noted. A transesophageal echocardiogram was conducted and a pericardial effusion was then diagnosed. No intervention was administered initially following the pericardial effusion. The ice catheter was suspected to be the cause of the pericardial effusion. There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.